Manufacturer narrative:
(B)(6). It was initially reported the device would not be returned for evaluation. No further information has been reported at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the patient was revised to address implant loosening and migration. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.